Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/12/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history shows no evidence of a ¿load step malfunction.¿ during testing, the pump powered on appropriately. The pump was primed successfully and exercised; no load step malfunction occurred. The force sensor calibration was within specifications. The pump was opened and no damage was found. Unrelated to the complaint, the display screen was found to be dim/discolored. A test screen was inserted and functioned appropriately. A crack was observed in the battery compartment.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump appeared to be dispensing insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.